Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads; upn: m365sc8352500; model: sc-8352-50; serial: (B)(6); batch: 1112034. Additional suspect medical device component involved in the event: product family: scs-lead fixation; upn: m365sc43160; model: sc-4316; batch: 22761584.

Event description:
It was reported that patient underwent an explant procedure where all devices were removed due to an infection.